Event description:
The center reported that the pt experienced headpiece retention issues between his external headpiece and implanted device. Add'l magnets were added to improve retention. The problem was resolved and the pt was able to hear with one add'l magnet on the headpiece. Due to the thick skin flap requiring the use of the add'l magnets, a skin flap revision surgery will be scheduled to thin the site over cochlear implant in the future.